Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash under his therapy electrode pads. The area was described as red and itchy but not open. The patient indicated that he had a metal allergy. During a follow up the patient reported that his doctor prescribed a cream and the irritation was improving. There were no allegations of a device malfunction contributing to the irritation.